Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the l5 lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was partially removed, and a portion of the lead was left in the patient [related manufacturer reference number: 1627487-2026-01992].

Manufacturer narrative:
Correction h6: health impact code should have been 4624 - surgical intervention instead of 4627 - device explantation.